Event description:
The following has been reported: "error 51 (defective speaker)" reporting due to the referenced issues. No current known reports of an adverse event. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and event is confirmed. Indeed, error 51 triggered many times. The device was repaired localy by the mu according to the process in the technical manual. The spare part ci flex binder was sent back to our laboratory for analysis. Upon reception, the piece was submitted to a some tests in order to confirm the reported issue. Nothing has been noticed during the visual inspection of the flex binder. Then, the results of the tests performed are compliant. Error 51 has not been triggered. Only the log file sent confirmed the issue. The root cause of the reported event remains unknown and is probably due to another part of the device. However, an internal CAPA has been opened in order to reduce the occurrence of error 51. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.